Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery alarm. The customer's blood glucose was 532 mg/dl at the time of incident. The reported concerns with her pump, twice they have had high blood glucose¿s, treated with the pump and the blood glucose doesn¿t go down. Troubleshooting was performed and found the infusion set may be occluded. The customer was advised to change the set and return for analysis.